Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site, confirmed the error and replaced the iesu. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error c-34 on start-up. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted gastrectomy distal surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) regarding a c-34 system error occurring on the integrated electrical surgical unit (iesu). The customer attempted to resolve the reported event by performing a power cycle on the iesu, vision side cart (vsc), and replacing the energy cable but the reported issue remained. The customer continued the surgical procedure using an external electrosurgical generator unit (esu). The customer confirmed with tse that they were using a power extension cable. The tse requested that the equipment be connected directly to the wall ac outlet. The customer requested to check the system. The procedure was completed robotically with no reported injury.